Event description:
Event description ICD is being followed for impedance and threshold changes. Todate, the system is stable and remains implanted. Cpi learned that this device was explanted on november 27, 1997 because of the product advisory.